Manufacturer narrative:
Unique ID (B)(6). The customer was shipped a replacement 39x80 legacy base that was delivered on (B)(6) 2020. On (B)(6) 2020 the customer, (B)(6) confirmed that the new base was delivered. The affected base is being returned for investigation under RMA 10814. A follow up submission will be submitted to the FDA upon completion of the investigation. Craftmatic is presently in the process of obtaining a UDI.

Event description:
Spoke to (B)(6) on (B)(6) 2019. The customer states the massage unit on her split king has popped through and is poking the mattress and that same side does not go to the appropriate height when pressing the z button, not level with the other side. The massage motor is protruding through the base cover, at the foot, on her husband's side of the bed. Customer was advised not to use the massage or the base at all, customer will not use the massage. Does not believe the mattress is affected. Customer states they usually turn on the head and foot massage at the same time and that they use it every night. The customer states they activate the massage up to 3 times in a row after the initial auto shut off. No medical attention was needed.